Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient was implanted with a transforminal posterior lumbar interbody fusion (tplif) spacer at levels l5s1size, with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 4 months. Surgery date was (B)(6) 2004, and postoperatively patient experienced stiffness and mild stable weakness left great toe, requiring physical therapy. This is report 2 of 14 for this event. This complaint is on the curved rod.